Event description:
The account alleged the head section would only lower half way down and the head would lock up. No injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.